Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that customer was experiencing low blood glucose. Blood glucose level at the time of the incident was 45 mg/dl to 50 mg/dl which was treated with orange juice and food. Customer's blood glucose level at the time of call was 63 mg/dl. Customer alleged insulin pump for over delivering insulin because sugar was going low. Drive support cap appears to be normal. The insulin pump and reservoir will not be returned for analysis.